Event description:
It was reported that the customer's insulin pump had a delivery anomaly. The insulin pump stopped, no alarm was noted, and the issues occurred during a square bolus. The customer did not receive a low battery alert prior to an off no power alarm. His/her blood glucose level was 120 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.